Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. A mesh revision surgery was performed on (B)(6) 2003 due to dyspareunia, pelvic pain, and vaginal scarring. A mesh removal was performed on (B)(6) 2003 due to dyspareunia and vaginal scarring. On (B)(6) 2006, the patient underwent an additional mesh removal procedure due to pelvic pain, dyspareunia, and vaginal scarring. On (B)(6) 2007, the patient underwent removal of the left sacral spinous ligament suture and bilateral pudendal nerve injection due to pain and neuralgia. The patient underwent removal of granulation tissue from the left vaginal apex of the left pudendal block on (B)(6) 2009 due to granulation of tissue of left vaginal apex and chronic pelvic pain in the left buttock area. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent repair of enterocele by internal mccall culdoplasty, infra-sacral colpopexy, posterior colporrhaphy and perineoplasty.